Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned; visual and dimensional evaluations could not be performed. Pictures of the explanted device were provided and show the bearing was explanted. The DHR was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. Per the persona knee system package insert, infection is a known potential adverse effect of this procedure. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was requested but not returned by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Event occurred in (B)(6) .

Event description:
It was reported that approximately 8 month post implantation, the patient was revised of the poly component due to infection. Attempts have been made and no further information has been provided.